Event description:
It was reported the patient acquired an infection and their entire system had to be explanted (B)(6) 2013. Additional information later reported the patient was "doing very well" on therapy but "somehow" developed an infection 1 month post a pump replacement procedure performed on (B)(6) 2013. The patient's infection developed in "mid june" in the pump pocket which required the removal of the pump and catheter for "healing/medical intervention" purposes. Antibiotic therapy was necessary. The pump and catheter were discarded by the hcp. The patient's status at the time of the report was alive, no injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided indicated the patient's infection symptoms included redness, swelling, draining and incisional wound opening at the device pocket. Cultures were obtained and were positive for (B)(6). Intravenous and oral antibiotics were provided. The patient had a debilitated status and wound/skin contamination as risk factors before the device was implanted. As of (B)(6) 2013, it was said the infection had resolved and the patient had no drug withdrawal. The pump was used to deliver (B)(6).